Event description:
It was reported that the injector flow rate was set for 2cc/sec. And the injection site was the anticubital fossa. The technologist aborted the injection when technologist was not able to visualize contrast on the scan (a total volume of 145 cc's of contrast had been injected at this point). An x-ray of the arm confirmed an extravasation which appeared to be very deep in the muscle. The pt was seen by a plastic surgeon and it was determined that surgery was not necessary. The pt's condition was fine by the next day.